Manufacturer narrative:
Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes using two different vials of test strips: 540 mg/dl (lot 497291) and 100 mg/dl (using unknown lot). The test strips cannot be returned as they have been discarded. No adverse event reported. Replacement meter and strips were sent.